Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced premature battery depletion. There was also high thresholds on the right atrial (ra) lead. The device and lead were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 5076 implantable pacing lead: implanted: (B)(6) 2008. (B)(4).